Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted 2 months after implant due to unknown reasons. Reasonable evidence suggests that this lead exhibited a malfunction. No additional adverse patient effects were reported.